Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that item was selected from drawer 6, position 15; however, although the drawer opened, the cubicle did not. An error message indicated the cubicle failed to open. Retrying did not resolve the issue, as the cubicle lid did not latch. The item was ultimately found assigned to a different bin in the same drawer. A technical support specialist (tss) guided the customer through cycle counting bin and setting the quantity on hand to zero. The customer was advised to notify the pharmacy so a restock could be sent to replace the new cubie in bin. The customer confirmed they were able to issue the item. The system functioned as intended after the technical support specialist investigated the device

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the drawer opened, but the cubie did not open. The cabinet was restarted. The customer stated that this malfunction occurred while dispensing the medication there were no adverse events or injuries reported based on this event.